Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "pacer fault 115", "pacer disabled", "pacer fault 122" and "pacer fault 126" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.